Manufacturer narrative:
The lens was returned positioned incorrectly in the lens case. Solution was dried on the lens. The lens was tilted in the well area of the lens case. One haptic was tilted up onto a post of the lens case. The gusset posterior edge was nicked (torn), pressed against the post. The damage appeared to be created by the post of the lens case. Product history records were reviewed, and the documentation indicated the product met release criteria. The root cause cannot be determined for the complaint. The lens was mispositioned on a post of the lens case upon return. The observed lens damage was typical in appearance to lens case related damage. The damage appeared to be created by the post of the lens case. The presence of the solution on the returned sample was evidence that the product was subjected to handling. Due to the presence of surgical solution, we are unable to verify that the damage was present when opened. There have been one other complaint reported. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported of defective lens.